Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm. Customer¿s blood glucose value was unknown. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete rewind. Customer sated that the insulin pump did not alarm motor position encoder error. Customer was advised to discontinue the use of the insulin pump. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.